Event description:
The facility's biomedical engineer reported an infusion pump with an 812: 02 failure code. The biomed reported to baxter customer service that it is unknown if the device was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention and they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact information was requested but no additional contact was provided.